Event description:
Per the clinic, the patient experienced skin flap edema and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.